Event description:
It was reported to philips that the memory was full on the system. The clinical use of the system was in use.there was no harm reported to philips.

Manufacturer narrative:
The a data consistency test was performed and the image drives were recreated for both frontal and lateral pcs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).